Manufacturer narrative:
(B)(4) . The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device closed and would no longer open. It was stated that the jaws went outside of the knife track. No further information as to how the device was removed is available. There was no patient injury. Another device in the same surgery was used an had the same issue. This device can be found on MFR. Report# 1717344-2010-00214.